Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The date of event was not provided, as such, field b3. Date of event has been left blank. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the catheter was reported to have internal wires exposed. It was reported that the navi-star¿ thermo-cool¿ electrophysiology catheter was physically broken, the shaft was destroyed, and internal wires were exposed. No sharp/lifted electrodes were observed. The catheter was not pre-shaped. The catheter was not inside the patient when the issue occurred. It was being used with a preface sheath no patient consequences were reported.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the catheter was reported to have internal wires exposed. It was reported that the navi-star¿ thermo-cool¿ electrophysiology catheter was physically broken, the shaft was destroyed, and internal wires were exposed. No sharp / lifted electrodes were observed. The catheter was not pre-shaped. The catheter was not inside the patient when the issue occurred. It was being used with a preface sheath no patient consequences were reported. Device evaluation details: on 10/20/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected and the initial visual analysis observed no connector detached from the handle, wires exposed or damage on the shaft. A manufacturing record evaluation was performed, and no internal action related to the reported complaint was found during the review. The customer complaint was confirmed. The root cause of connector detached from the handle cannot be determined since polyurethane (pu) residues were observed on the connector, this is evidence than the catheter was properly manufactured. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the navi-star¿ thermo-cool¿ electrophysiology catheter was physically broken, the shaft was destroyed, and internal wires were exposed. No sharp/lifted electrodes were observed. The catheter was not pre-shaped. The catheter was not inside the patient when the issue occurred. It was being used with a preface sheath no patient consequences were reported. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). Manufacturing record evaluation was performed for the finished device 30316930m number, and no non-conformances related to the reported complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).